Event description:
The surgeon inquired if there is any association between coseal use and staph infections. As a result, co was informed of three cases of post op staph infection after coseal use during surgery. No additional info was provided about the three cases of staph infection.